Event description:
Hospital advised this pump alarmed and displayed either "communicatiion error" or "channel disconnected". A pump module was operating in the channel d position when this occurred. There was no patient consequence.